Event description:
A report was received stating that after being involved in a car accident, the patient's leads had migrated. During the lead revision, the patient complained of pain at the pocket site and difficulty charging the implantable pulse generator (ipg). The surgeon decided to replace the patient's precision system.